Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with the complaint and completed the device evaluation. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing 0.032 x 0.046. The clevis did not exhibit any damage or wear marks. A device history record (DHR) review for the device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
The small grasping retractor instrument was returned to intuitive surgical, inc. (Isi) with no reported complaint failure. Intuitive surgical, inc. (Isi) has made multiple follow up attempts to obtain additional information regarding the reported event. However, no additional information has been received as of date of this report.